Event description:
During a laparoscopic appendectomy, the surgeon attempted to resect at the base of the appendix with the ets flex 45 linear stapler/cutter. The cutter had not cut the tissue and the suture staples did not approximate the edges of the tissue. Physician converted to an open procedure to continue surgery. While performing a laparoscopic appendectomy that was converted to an open appendectomy after the flex45 linear stapler failed, the surgeon used the 1 proximate to transect the bowel. Upon activating the linear cutter, the tissue edges were cut but the staples in the device fired incorrectly. Instead of the staples curving under they curved out leaving sharp edges. The staples were cut out and the incision was closed using suture.